Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have moisture damage as well. Customer's blood glucose reading at the time of the call was 7.8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms or moisture damage on electronic assembly/motor noted. The device had minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.